Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 with an anterior flail and a restricted posterior leaflet. A mitraclip xtr was advanced and implanted in the central position. However, after deployment a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip xtr device was implanted laterally to stabilize the slda, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints. Based on the information provided, a definitive cause for the reported slda could not be determined. It may be possible that the patient anatomy contributed to the reported slda; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.